Manufacturer narrative:
The reported complaint of error message user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial # (B)(4) was confirmed during functional test and archive data review. The investigation findings revealed imbalance between two loads cell modules, both load cells were over reported (defected). Therefore, the potential root cause was due defective load cells or damaged load cells sustained likely due to mishandling. There was no physical damage on the returned autopulse platform was observed during visual inspection. However, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. Deburring was performed to remedy the drive shaft issue. The faulty encoder drive shaft is unrelated to the reported complaint. During archive data review, a user advisory 7 (discrepancy between load 1 and load 2 too large) error code was observed on the event date, thus confirming the reported complaint. The initial functional testing of the returned autopulse platform failed due to (ua)07 displayed upon powering on. To remedy (ua) 07, the loads cells were replaced. After components replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported the autopulse platform (serial (B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on. The crew was unable to clear the advisory. No patient involvement.